Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was previously having issues with highs in the 600 mg/dl and the number couldn't go down last week until they changed out their insulin in the reservoir and then it began working. Blood glucose value was 600mg/dl at the time of the incident. The customer gave no further information regarding the high blood glucose value. No troubleshooting was performed. The customer will call back to the helpline for further notice. Nothing will be replaced or returned.